Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11961. It was reported that patient experienced ineffective stimulation due to lead migration. As a result, patient underwent surgical intervention wherein the left and right s1 leads were explanted and replaced. Therapy was established post-operatively.